Event description:
Ventricular lead oversensed and v-lead resistance 2 5.0 v was less than 240 ohms. Co previously issued lead alert on this model. The lead caused permanent pacemaker generator to prematurely fail requiring device change. Lead capped and left in place.